Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), into the chin (off label use of device). Batch number was reported as unknown. After the radiesse(+) injection, the patient experienced suspected vascular occlusion (reported as vo) due to tongue blanching. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine could not be reviewed, as the lot number was not reported.